Manufacturer narrative:
This report is submitted on january 10, 2020.

Event description:
Per the clinic, the patient experienced skin irritations and skin overgrowth. The patient was treated with antibiotics (oral and drops) and steroids (oral and drops). The connect was converted to an attract device.